Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. The additional kinks/bends in the shaft noted during return product analysis likely occurred as a result of inadvertent mishandling during the multiple attempts to advance/cross the lesion and/or handling for return shipment. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a whisper guide wire crossed and pre-dilatation was performed with a trek. Despite several attempts, the xience v 3.0 x 28 could not cross the heavily calcified lesion in the mid left anterior descending (lad) coronary artery with 85% stenosis and the proximal shaft separated. Reportedly the failure to cross was due to the anatomy and not due to an interaction of devices. Another xience v 3.0 x 28 was tried and it also failed to cross. The procedure was completed with a xience prime 3.0 x 28. There was no clinically significant delay. No patient effects. No additional information was provided. The return device evaluation revealed a shaft separation.